Event description:
It was reported that during a open gastric bypass procedure, the device delivered an incomplete staple line. Another device of the same product code was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
D4: serial # = na.